Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: patient received k phos via IV. Dose should have run over 6 hours however when I went in to check on patient, bag had run the entire amount over 1.25 hours. I (rn) brought in rhc rn caroline g to evaluate if rn had done something incorrectly. She observed all the tubing was correct and IV pump was programmed correctly. Anm mike brought in for another pair of eyes. He informed me to red tag the tubing and the IV pole/pump.

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The device was not returned for evaluation. Further investigation of the complaint is not possible without a device. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.